Event description:
Tubing from CT injector was connected to the hep-lock on the pt's established IV for the administration of contrast material for a CT scan. As soon as the contrast injection was started, the extension tubing "exploded" and a fountain of contrast was sprayed about the room. The break appeared to be either above or below the slide clamp. A new IV site was started, new tubing added and procedure completed with no further abnormal occurrences.